Manufacturer narrative:
.

Event description:
It was reported, a catheter tip migration occurred. The event was attributed to the catheter. No action had been taken at the time of the report. The event was reported as "ongoing." No pt symptoms were reported.